Manufacturer narrative:
E1 - initial reporter phone extension: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during startup at preventive maintenance, the pump experienced errors 44448 (improper_use_in_interrupt), 44510 (ui_error_irq_abort), 44509 (ui_error_irq_prefetch) and 42221 (ui_to_mp_ack_retry_timeout). There was no patient involvement and no patient harm.